Event description:
The customer reported that her blood glucose reached 349 mg/dl, and that when she removed the pod, she noticed that the cannula was bent, and that there was blood present in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.